Manufacturer narrative:
Block e1: the event was reported by the patient. The healthcare facility is: (B)(6). Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0122 captures the reportable event of great difficulty walking. Imdrf patient code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a retropubic tvt procedure performed on (B)(6) 2022. Following the surgery, it was reported to the physician and nurses that there was apparent pain on the right side of the patient. The current condition of the patient shows improvement in urinary incontinence. There is persistent and increasing pain, always on the same side, which now extends over the right glute and right leg. It was also reported that there is great difficulty walking. Several appointments were made and during her diagnosis test, it was concluded that it was the mesh that caused her pain.